Manufacturer narrative:
Additional information noted that the device was explanted and replaced by a competitor device. The device will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
A review by boston scientific technical services (ts) noted that the x-ray provided did not show anything abnormal. It was noted that the observed right ventricular (rv) lead impedance fluctuations could be related to a mechanical issue that in general is providing more evident noise on the rv channel and in particular in bipolar sensing configuration during deep isometric and pocket manipulation or deep breathings. Boston scientific technical services (ts) also noted that observed rv pace impedance fluctuations stable over time and no noise could be associated on intermittent or variable rv ring spring contact in the header. Boston scientific technical services (ts) also noted that if they were not able to reproduce any noise on real time egm with rv lead bipolar sensing configuration ts would suggest to consider for shorter follow-up and system monitoring or remote monitoring with rv channel pacing configuration in unipolar and sensing bipolar before considering for a lead system revision.

Event description:
Boston scientific received information that this patient presented with dizziness. The patient was implanted with this pacemaker and competitor lead. No noise was seen upon manipulation of the pocket. A review of the files by boston scientific technical services (ts) noted that there was noise resulting in oversensing and pace inhibition on the right ventricle which was related to minute ventilation oversensing. There was visible noise on the anti tachycardia response recordings. It was noted that the right atrial pace impedance measurements were stable with one reading which showed an out of range measurements mid-september 2017, while the right ventricular pace impedance were within normal range. The right atrial pace impedances have decreased since to within range values. Boston scientific technical services (ts) discussed turning the mv sensor off and a doing deep lead integrity testing. No adverse patient effects were reported. It was noted that the mv sensor was turned off. Additional information noted that an x-ray was sent in for review to boston scientific technical services (ts). It was noted that manipulating testes were done and it was not possible to see noise or abnormal pace impedance measurements. A possible lead revision was discussed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported the patient was hospitalized due to dizziness. Noise was not reproduced after performing provocative maneuvers. This implantable pulse generator (pacemaker) data was reviewed and pacing inhibition due to minute ventilation (mv) noise oversensing was noticed. The right atrial and ventricular pacing impedances have been within normal range, except for a single out-of-range ra peak noticed. The mv feature was turned off. X-rays were performed but no anomaly was observed. Technical services assessed the case recommending some re-programming options. However, this pacemaker was subsequently explanted and replaced with a non-boston scientific system. This device was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This follow-up 002 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 002 has been resubmitted in an effort to release follow-up 003 from hold status.